Event description:
It was reported that a multilayer bag leaked into the overpouch. The device was filled with total parenteral nutrition solution. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). A photograph of the device was recieved for evaluation. Analysis of the photograph identified that the amino acid and glucose chambers were pre-activated. This confirmed the reported condition. The cause of this event could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A CAPA was initiated to further investigate this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a follow-up report will be submitted.